Event description:
The pt underwent a lumbar decompression procedure in 2003. The drain was originally placed in the epidural space and exited through a separate stab incision. The drain was secured in place with a skin stitch looped around the drain and exterior to the skin. The skin stitch was removed prior to removing the drain. Two days post operative, the drain broke approximately 6 inches from the exit point of the skin stab incision. The breakage occurred while physician was removing the drain. The patient was taken to the operating room. A small skin incision was made and the retained portion of the drain was immediately visualized. The drain was removed without further incident. Physician reports that the patient has fully recovered and that there were no adverse patient consequences.